Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to sensor. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed. Customer reports being unable to pair sensor with pump. Pump and sensor would not pair after troubleshooting. No harm requiring medical intervention was reported. Product return for mmt-5120c1 is not expected.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead, the issue was investigated through database application logs. The reported event was not confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: - requested helpline to get the traces from the pump to validate further. - provided instruction to helpline to enable the below trace from csr and request the user to do a manual upload right after that or at the earliest so that we can get the necessary trace files. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the "sw requirement doc" field. The most likely root cause could be assumed that there is an issue with the pump. Helpline confirmed that the patient reported that from one point the issue was resolved and he was able to pair the sensors without having to turn off the pump, I had advised him to call us during the procedure but he called us right after so I was unable to check what happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.